Event description:
Philips received a complaint from a technician, reporting that the v60 ventilator had a display that was dim. There was no patient involvement when the issue occurred. No patient or user harm reported. A liquid crystal display (lcd) was returned to philips. An evaluation of the part was performed, and the technician reported the following, "a faulty lcd was verified at the product investigation lab (pil) during standard test bed (stb) operation. The lcd was very dim noting a backlight issue for the lcd. The pil tech verified that the backlights of the lcd cold cathode fluorescent light (ccfl) backlights were faulty. With the use of a known good pil user interface (ui) printed circuit board assembly (pcba) and a known good inverter pcba, the lcd backlight was receiving the correct voltage and frequency (approx. 600vac) to operate the back light. However, the backlight was very dim and unacceptable making the lcd difficult for use. This verifies that the backlight of the lcd is faulty. Verified customer complaint has resulted in a faulty lcd backlight."